Event description:
A malfunction alarm with code malf 9 was reported, but no notable events occurred beforehand. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the device. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.